Event description:
It was reported that a patient presented with under-sensing resulting in patient arrythmia and shortness of breath. No intervention or further adverse patient consequences were reported.